Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak of the aortic aneurysm graft using ruby coils and lantern delivery microcatheter (lantern). During the procedure, the physician places multiple ruby coils in the target vessel using the lantern. While advancing another ruby coil into the target location, the physician experienced resistance and the ruby coil unintentionally detached within the lantern. Therefore, the lantern containing the detached ruby coil was removed. It was also reported that the physician decided to exchange to a new 90-degree angle tip lantern. The procedure was completed using new ruby coils and a new lantern. It should be noted that there was no alleged deficiency or damage to the first lantern. There was no report of an adverse effect to the patient.